Event description:
It was reported that this right atrial lead exhibited a pace impedance measurement of greater than 3000 ohms. There was no noise observed. The field representative was going to review with the physician. At this time the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).